Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin the insulin pump was over delivering. The customer's blood glucose level was unknown. The customer alleged the insulin pump for over delivery. The customer reported when the pump was delivering a basal they saw that the drops was too fast. The insulin pump will be returned for analysis.